Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to the transmitter having no voltage. A review of the share logs was performed and passed. The allegation was not confirmed. A probable cause could not be determined. However, a transmitter failed error was found on (B)(6) 2020. No injury or medical intervention was reported.